Manufacturer narrative:
B3: event date updated with death date. B3: death date added. B5: information added. H6 impact code changed from death to no health consequences or impact.

Event description:
Reported via clinical study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown, and no further details were made available at the time of this report. It was further reported the size of the watchman flx pro closure device was 24mm. It was further reported the event in question was pulmonary aspergillosis prior to death. This event was further reviewed by boston scientific medical safety and was determined to have been reported in error, therefore this event is withdrawn. Bsc medical safety has reviewed the event prior to death (pulmonary aspergillosis) to be a chronic disease, and therefore is unrelated to the watchman device.

Event description:
Reported via clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown, and no further details were made available at the time of this report.

Manufacturer narrative:
B3: using bsc aware date as event date, as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
B3: using bsc aware date as event date, as it is unknown. B5: information added. D4: detailed product information updated. D6a: date added.

Event description:
Reported via clinical study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown, and no further details were made available at the time of this report. It was further reported the size of the watchman flx pro closure device was 24 mm.